Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I saw that I have something white on my gums like an infection and it almost cost me my life [gum infection] my pulse dropped to 38. [Pulse decreased] I started to have excess salivation first [increased salivation]. Case description: on (B)(6) 2024 a spontaneous case was reported in spain by a patient via call center representative (phone). The report concerns a consumer. The consumer received polident strong fixation (B)(4) sealing and comfort (carna+polma cream) lot number 6n7e and expiry date was reported as 2027-03 for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident strong fixation (B)(4) sealing and comfort, the consumer experienced a life-threatening I saw that I have something white on my gums like an infection and it almost cost me my life (gingivitis) and my pulse dropped to 38., (preferred term: heart rate decreased). The outcome of the event gingivitis and heart rate decreased was unknown. On an unknown date, the consumer experienced a non-serious I started to have excess salivation first, (preferred term: salivary hypersecretion). The outcome of the event salivary hypersecretion was unknown. No medical history was reported. No drug history was reported. The action taken were: for polident strong fixation (B)(4) sealing and comfort was unknown. Dechallenge was unknown (action taken was unknown) / (outcome was unknown) for both the events and rechallenge was no - n/a (no rechallenge was done, recurrence is not applicable). Causality of the event was not reported/not assessable for both the events. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I'm calling to say that I have used your product polident strong fixation (B)(4) sealing and comfort lot r 2027-03 6n7e for 4 months and I started to have excess salivation first, then a filling fell out, I saw that I have something white on my gums like an infection and it almost cost me my life because the other night my pulse dropped to 38. Last night I didn't use it and everything was fine. I would like to report this. New info received on (B)(6) 2024 in (B)(4) case number call number: (B)(4). I can give you my email in case you want to contact me, let them do it by mail and give me the phone number and I will call, even if it costs me the call, I don't care. Look, I was going to ask you a question. I bought corega. And it is from the same group of polident, that I had adverse effect and I have to know the composition? Corega extra strong fixing cream mint flavor 40 gr flavor of mind (yv3p) is also polident strong fixation (B)(4) sealing and comfort. I want to know the composition.". This report is being resubmitted to capture corrections. The information was received on 2024-10-18 and is as follows: device report type was captured as serious injury.